Event description:
The rotating part of the hemostasis valve breaks when injecting contrast. This has happened with two (2) units. There was no report of harm or injury. This is one of two reports for this complaint. The customer did not provide specific clinical details for each event - 9616662-2010-00049.

Manufacturer narrative:
Device eval: the devices have not been received for eval/investigation. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the eval is completed. Eval method: device history record was reviewed. Conclusions: a follow-up report will be submitted when the eval is completed.